Event description:
It was reported that "doctor found the catheter kinked after insertion to patient".no patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, s-lumen cvc for analysis. Visual analysis revealed one small kink on the catheter body. Microscopic examination confirmed the kink. The appearance of the kink appears consistent with damage due to undue force applied. No other defects or anomalies were observed. The kink on the catheter body measured 1mm from the juncture hub. The catheter body length from the juncture hub to the tip measured 20" which is within the specification of 19.5"-20" per catheter graphic. The catheter body outer diameter measured .05465" which is within the specification limits of .054"-.057" per the catheter extrusion graphic. A lab inventory guide wire with a diameter of .018" was inserted through the catheter. Little to no resistance was observed as the guide wire was able to pass completely through the catheter. Performed per IFU statement "thread catheter distal lumen over guidewire and advance catheter over guidewire through sheath into vessel". The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested". The report of a kinked catheter was confirmed through complaint investigation. Visual analysis revealed one small kink on the catheter body towards the juncture hub. The appearance of the kink appears consistent with damage due to undue force being applied. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed based on a potential lot from sales history with no relevant findings. Based on the customer report that the damage was detected during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "doctor found the catheter kinked after insertion to patient". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).